Event description:
On 14/feb/2024, (B)(6) became aware this female patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized for the surgical revision of her pd catheter (not a (B)(6) product). The patient has been experiencing drain complications, bloating, and fluid retention which led to the evaluation of the pd catheters¿ function. Additionally, it was reported that the patient contracted peritonitis and is being treated with antibiotics. During follow-up, the patient¿s daughter confirmed the patient recently (date not provided) underwent a pd catheter revision due to ongoing drain complications. Following the revision the patient continued to experience drain complications, bloating and began displaying signs of fluid retention in her lower extremities. Therefore, the patient¿s nephrologist ordered the removal (date not provided) of the patient¿s pd catheter, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a (B)(6) product). Although the exact timeline of events is unknown, the patient contracted peritonitis and was started on intraperitoneal (ip) antibiotics (drug, dose, duration, frequency not provided). The patient¿s daughter stated the patient had undergone several pd catheter interventions recently and believes this is when the patient developed peritonitis. The patient is recovering and currently undergoing incenter hd for rrt to allow time for the patient¿s abdomen to heal. The patient will return to pd therapy in 30-60 days barring any health changes. The patient is tolerating hd without reported issue and the patient¿s fluid retention has been resolved. Per the patient¿s daughter, the events were unrelated to the patient¿s utilization of any (B)(6) product(s) and/or device(s). Attempts to obtain additional clinical information (e.g., discharge summary, organism, patient demographics) from the pd registered nurse were unsuccessful. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).